Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20142590 / 20266617.

Event description:
It was reported that the patient was experiencing pain at the ipg site and had difficulty charging the ipg. It was also noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.